Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient developed a rash under the device. There is no indication of a device malfunction that caused or contributed to the reported irritation. The patient's doctor prescribed the patient a cream for the irritation. The patient's medical condition is unknown at this time. Ed or contributed to the reported irritation. The patient's doctor prescribed the patient a cream for the irritation. The patient's medical condition is unknown at this time.